Event description:
The customer reported a system message displayed during the case. The system was switched out and the case was completed. The case was delayed 15 minutes. No patient injury was reported.

Manufacturer narrative:
The customer ordered a new footswitch. The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).